Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis (ipp) device and has reported that he is now dissatisfied because the device is not working properly. No revision surgery has been planned. Boston scientific has been unable to obtain additional information regarding the circumstances.